Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the white attachment to the tubing which goes into the saline bag was not attached well and not tightened causing it fall off and no longer maintain a sterile line to the saline of the irrigation tube set device. According to the report, this event was observed at the beginning of the procedure. It was furher reported that during the same procedure, when using a second irrigation tube set device, it was observed that the white part fell off when inserting it into the saline bag. The reporter stated that the clear luer lock end of the tubing which connects to the white cannula spike may have been the issue. It was reported that when the two parts were connected, the connection seemed to be loose and luer lock did not have enough threads to grab and secure to the white spike. It was reported that there was no delay in the procedure due to the event. It was reported that a spare device was available for use and the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.